Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The de novo lesion was located in an unknown vessel. A 2.0 x 15mm apex monorail was used to dilate the lesion. The balloon ruptured at 5 atms. The patient was asymptomatic during the event. No patient complications occurred. The patient's status was satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).